Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not booting up¿. Upon investigation, fse confirmed that the issue was caused due to power supply problems in m cabinet and found fuse defective in pd assembly. The fse replaced fuse in the pd assembly. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was not booting up. The system was not in clinical use at the time of the event.no harm to the patient has been reported to philips. Philips has started an investigation of this complaint.